Event description:
The manufacturer received information alleging a ventilator inoperative alarm sounded when they pressed start ventilation button. Since the patient uses the device only when feeling unwell at night, they turned the power off and stopped using the device for the patient. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The technician recommended replacing the device's flow sensor to address the issue. No further investigation is required at this time. Additional findings not related to the malfunction/issue the device's muffler assembly was replaced due to life related smell was confirmed. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.